Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The field representative called to review stored treated and untreated episodes in which reported the patient received an inappropriate therapy while sleeping one day post operative. Optimized the day of implant to primary 1x and the screening passed. During the night, there was observations of low amplitude signals in which smart pass disabled. There were two treated episodes in which the patient received inappropriate shocks due to low amplitude signals. Troubleshooting was performed; however, they could not reproduce any large noise. There was only a little noise with manipulation. A posterior-anterior (pa) x-ray was performed and looked the same. An order was put in for a lateral x-ray. Technical services discussed possible causes. Additionally, it was noted there was one impedance measurement that increased. An x-ray was performed and confirmed there is proper insertion however, it could be loose, or the set screw is not tightened. Ts discussed trying to manipulate the pocket again to see if anything can be reproduced. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed for field h6 impact codes.

Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The field representative called to review stored treated and untreated episodes in which reported the patient received an inappropriate therapy while sleeping one day post operative. Optimized the day of implant to primary 1x and the screening passed. During the night, there was observations of low amplitude signals in which smart pass disabled. There were two treated episodes in which the patient received inappropriate shocks due to low amplitude signals. Troubleshooting was performed; however, they could not reproduce any large noise. There was only a little noise with manipulation. A posterior-anterior (pa) x-ray was performed and looked the same. An order was put in for a lateral x-ray. Technical services discussed possible causes. Additionally, it was noted there was one impedance measurement that increased. An x-ray was performed and confirmed there is proper insertion however, it could be loose, or the set screw is not tightened. Ts discussed trying to manipulate the pocket again to see if anything can be reproduced. At this time, the system remains in service. No additional adverse patient effects were reported.